Manufacturer narrative:
The microtip has not yet been returned for evaluation. Upon receipt of the device a supplemental MDR will be submitted.

Event description:
Per the information provided, during the plantar fasciotomy the needle broke. A second microtip was used to complete the procedure. There was no harm or complication caused to the patient due to the failure.